Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, the video system center had an error code b30-scope communication error. An on-site technician repaired the light source and the b30 error code was still there. The issue was found during an unspecified procedure and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit board or a failure of the video connector socket. Olympus will continue to monitor field performance for this device.